Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 6.7-8.2cm from the electrode tip. External insulation abrasion was found at 10.8-11.8cm from the electrode tip, consistent with lead friction to another device. The etfe coating was abraded at the same location. This could cause the reported field observation of noise, oversensing, and inappropriate therapy if the lead were to come in contact with a lead component.

Event description:
It was reported that noise and oversensing were detected on the rv lead. The patient received unanticipated therapy. Fluoroscopy did not show externalized cables. The lead was explanted and replaced.